Event description:
On 07/16/2008, the patient reported that the piston rod of his infusion device would not extend past the 150 ml mark of the insulin cartridge and his blood glucose was elevated to 600 mg/dl. His normal blood glucose range is 80-150 mg/dl. Symptoms of elevated blood glucose were nausea and frequent urination. He injected 20-30 units of insulin via syringe to lower his blood glucose and he switched to his backup infusion device using the same insulin cartridge and infusion tubing. He changed the battery of the primary infusion device and performed several primes. The piston rod would not extend. To troubleshoot the patient was instructed to insert a new battery and to completely retract the piston rod. He was then able to completely extend the piston rod. He switched back to the primary infusion device. Further attempts to follow up with the patient were unsuccessful. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.